Manufacturer narrative:
The bench tech evaluated the device and confirmed that the device's screen is broken and requires replacement. Upon conclusion of the evaluation, it was determined that this was a malfunction of the display, which was replaced, and the device was returned to full functionality. The device returned to the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the screen is broken and it does not charge. There was no patient involvement.